Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving hydromorphone [10.0 mg/ml] at a dose of 1.199 mg/day and bupivacaine [2.5 mg/ml] at a dose of 0.2999 mg/day at simple continuous infusion mode via an implantable pump for non-malignant pain. It was reported via the session data report and pump event logs that the low reservoir alarm occurred on (B)(6) 2017 at 18:08 and that when the pump was examined on (B)(6) 2017 at 13:57, the reservoir volume was 1.7 ml when the low reservoir alarm volume was 2.0 ml. Further information was received from the hcp on (B)(6) 2017. It was reported that the patient missed the refill date, which caused the low reservoir alarm. It was indicated that the pump was refilled and the alarm was reset as actions/interventions taken to resolve the alarm. The patient¿s weight at the time of the event was (B)(6) lbs. No further complications were reported or anticipated.